Manufacturer narrative:
PMA/510(k) #: k142688 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This follow up MDR is being submitted to capture the lab evaluation conducted on 26-apr-2023.

Event description:
The supplemental cancellation report is being submitted as the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) # (B)(4). The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
PMA/510(k) #: k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the stylet cannot be retracted into sheath after biopsy and found out the stylet broken. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient event / info: for complaints occurring during use (once in contact with endoscope) also ask: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Handle end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. 3. Please describe the size of the intended target site: 2x3 cm. 4. What is the endoscope manufacturer and model number that was used with this device? Olympus 290 5. Was gaining access to the targeted site difficult? No. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. 7. Was needle penetration of the targeted site difficult? No. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 1. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.